Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the exposed portion of the soft cannula found it to be kinked and stretched. During fluid path testing, a tear was found in the exposed soft cannula that prevented fluid from flowing through the complete fluid path. The exact timing and cause of the soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the cannula subassembly found the tip of the formed needle to be squared-off and dull.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone13.2. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, the patient applied a new pod.